Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise seen on stored electrocardiograms. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.